Manufacturer narrative:
A ge service representative performed an onsite investigation. The issue could not be duplicated. The mda connections were evaluated and reinforced, as were the connections between the c-arm and monitor cart. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of a diagnostic live image. No patient or user injury was reported.